Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.

Event description:
Affiliate reported after exploration of the device resulting from adverse pt symptoms, it was found that the anti siphon device was torn.